Event description:
It was reported that the customer had low blood glucose level of 43 mg/dl and a sensor errors. Troubleshooting was performed and sensors will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor was received with a bent cannula. Unable to confirm the complaint of an adhesive anomaly due to the sensor was returned opened and used.